Manufacturer narrative:
(B)(4). It should be noted that the jostent graftmaster instructions for use (IFU) states: it is not recommended that the product be used after the use before date. It is indicated that the device is not returning for evaluation because the stent remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for device expiration issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 4.5x19mm graftmaster stent was successfully deployed to seal a perforation in the mid right coronary artery. The procedure was completed successfully without any device or procedure issues. However, it was later noted that the 4.5x19mm graftmaster stent was deployed past its labeled expiration date. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.